Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that no audio was heard on the cgm (continuous glucose monitor) receiver occurred. It was indicated that the patient receiver was set to ¿vibrate only¿ at the time of the event, which is misuse of the device. Patient reported that on (B)(6) 2024 during the night as she was sleeping, she did not hear any alarms or alerts on her receiver. In the morning, she did not rise at her usual time of day. Her son found her unconscious and could not wake her up. The cgm value on the receiver displayed ¿low¿ but did now show a value. He found the receiver alarming, wedged under her in the bedclothes, and the sound was muffled. No bg (blood glucose) finger stick value was specified. Her son gave her orange juice, she regained consciousness, and recovered. No other treatment occurred to stabilize her bg level. On the day the event was reported 01/26/2024, the tech support assisted the patient with troubleshooting the device. A review of patient-selected settings revealed the receiver was set to ¿vibrate only¿ at the time of the event on 01/24/2024. During the call, the patient adjusted the setting so she could hear alerts and alarms in the future. At the time of the report, the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no audio was heard on the cgm (continuous glucose monitor) receiver occurred. The patient called dexcom technical support for help with her volume setting so that the can set the volume higher. On (B)(6) 2024, the patient passed out. During this time, it was reported that the receiver was alerting but the patient could not hear it because she was unconscious. Additionally, it was reported that the receiver was wedged under the patient when it alerted so the sound was muffled; therefore, she did not hear the alert. The patient's son noticed the receiver alerting. It was reported that when he saw it, it was displaying "low" with no values. He woke the patient up and assisted the patient by providing her orange juice. No further treatment was needed. At the time of the report, the patient was doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.